Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure was completed on another system. A philips engineer inspected the system onsite and analyzed the log file. The log file showed errors that confirmed that the x-ray tube was faulty. The engineer replaced the x-ray tube and the system was returned to use in good working order. The replaced x-ray tube was analyzed and confirmed the identified failure.

Event description:
It has been reported to philips that during an emergency procedure it was not possible to perform x-ray. No harm to the patient or user was reported. Philips has started an investigation of this complaint.